Manufacturer narrative:
Correction section b3. Date of event corrected from 03-mar-2023 to 02-mar-2023. Additional information (14-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges. Repeat of the same sample yielded expected results. No product non-conformance was identified with the enzymatic creatinine (ezcr) assay or the dimension exl 200 system. A potential product issue was not identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00095 was filed on 15-mar-2023.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed enzymatic creatinine (ezcr) patient sample result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely depressed enzymatic creatinine (ezcr) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely depressed result was not reported to the physician. The same sample was reprocessed on the original system and a higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ezcr result.